Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating that no patient was involved in this event. Device evaluation completion date 08/14/2019. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed cassette not attached properly. During analysis, the customer's stated problem of "cassette attached alarm" was verified through event history log but unable to repeat during functional tests. Inspected the pump and performed functional tests, and the pump passed all test. Further investigation of the pump determined that a faulty downstream occlusion sensor is the root cause of the issue. Service will replace the downstream occlusion sensor as preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed a cassette attached alarm. No adverse effects were reported.